Manufacturer narrative:
(B)(4). Device is in the process of being sent to the manufacturing plant. Upon carefusion's investigation, a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation:one open sample was returned for evaluation. The adapter (alp2002) was dimensionally inspected and no defects were found. As part of this evaluation, carefusion quality personnel tried to replicate the reported condition at screwing the unit at the flowmeter and no misthreading between oxygen concentrator and adapter was observed. In addition, the adapter was connected to a flowmeter at 15lpms, 50psi and no flow issues were observed. The lot number of the adapter was not provided, therefore, a review of the internal production records could not be performed. Please note that although the reported condition could not be confirmed and the probable root cause could not be determined, the manufacturing plant is continuing to monitor this issue to identify the need for any further actions and every customer report we receive is taken very seriously. Carefusion will continue to monitor this issue.

Event description:
Customer reported: product: 002620, lot: tl0913003. Customer complaint that humidifier bottles do not thread properly onto oxygen concentrator.  Customer found a humidifier bottle that was misthreaded on a concentrator, and as a result, the patient was not receiving any oxygen. Additional information received on (B)(6) 2014 (B)(6): there has been over 5 incidents with no patient harm. The one sample I have in my office was pre patient use. I did find one bottle that was not screwed on properly, which was done by a nurse, and the resident was not getting any oxygen at all. The resident has since passed away. The problem was corrected prior to her passing away. Additional information received from (B)(6): the patient was on 2 l nasal cannula, the issue was noticed as I was coming to change the nasal cannula which we do on a weekly basis and I found the humidifier crossthreaded and not bubbling. The patient had a low saturation. When asked how low the customer responded: ¿I would have to pull the chart, which I am unable to do at present¿.  The patient went back on the nasal cannula on 2l with no further issues. Additional information received from customer (B)(6) on (B)(6) 2014: I only have one sample. I will just send the top since that is what the issue is. So the issue seems to be that the nurses are unable or unwilling to take the time to play around with the adapter until it threads onto the oxygen concentrator. I did look up the patient I personally had the problem with. I did not find that the patient had desaturated. The pulse ox I have charted is 98%. I do believe that I fixed the problem immediately when I found it and by the time I did the pulse ox, the patient had recovered. It was not the other way around.